Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (tethered leaflets). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient had a rotated heart and tethered leaflets. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. A second cds was advanced, and the clip was deployed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician decided to add an additional clip lateral to the slda clip to stabilize it. The procedure was successful, and the clip was stable after the procedure. Three clips implanted, reducing mr to 1+. No additional information was provided.